Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device used to maintain normal temperature, but there was a 1 degree difference from the patient body temperature.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Unit passed testing during evaluation. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. Based on the results of the investigation, no additional actions are needed. Bd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. Bd investigation indicates that the reported issue was unconfirmed. Labeling review not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device used to maintain normal temperature, but there was a 1 degree difference from the patient body temperature.